Event description:
It was reported to philips that the system was unable to power on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to power on. During troubleshooting, the fse discovered that both the lab and the ups had no power. The fse contacted the hospital electrician to verify power at the main breaker in the equipment room, which was confirmed to have power in and out. After resetting the main breaker, the ups still remained without power. Using a multimeter, the fse confirmed that the ups was not receiving 480v. Further inspection revealed another circuit breaker connected to the ups in a separate electrical box. To resolve the issue, the fse reset this circuit breaker, restoring 480v to the ups. The ups startup procedure was then performed successfully, and the ups powered up with no errors. The system was verified for proper functionality and returned to the customer in good working condition. The codes were updated based on the investigation outcome.